Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 630 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they were put on IV and treated their dehydration with water and sodium. Customer advised they had called earlier to troubleshoot a motor error alarm. Customer advised they believe the high blood glucose levels were a result of the motor error alarm. Customer declined to further troubleshoot for high blood glucose levels.